Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had pain at the pocket site. The patient was given epidural injections for the pain and underwent a revision wherein the ipg was relocated. The patient was reportedly doing well post operatively.